Event description:
Pt is status post bilateral mastectomy and immediate tissue expander placement on (B)(6) 2014. Later on (B)(6) 2014, the right tissue expander was noted to leaking. On (B)(6) 2014, pt was returned to surgery for an exchange of the right tissue expander.